Manufacturer narrative:
H3: analysis of the [recharger], model [97755_s], s/n (B)(6), revealed : scrapped due to being chewed by animal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was that the implanted ne urostimulator would not charge. Caller stated that the recharger cord was getting really hot and that the recharger was not charging the ins. Caller said that the pt had now been without the ins for almost a week. When asked for the event date, caller said that it was probably almost a month ago. The issue started out being intermittent. An email was sent to the repair department to replace the recharger. Pt stated that they received the rtm cord - but now they are getting a message that the controller battery needs to be replaced - pt verified she is using the rtm cord that was sent by repair. Pt tried to connect again on the call and the controller said "connect the rtm cord " but pt verified it is connected. Pt stated the rtm plug is difficult to connect to the controller. Pss is sending a message to repair for the controller. No symptoms were reported.